Manufacturer narrative:
The manufacturer reported on this device in MDR 2518422-2026-000293 in error. At this time of investigation, it has been determined that all further reporting activities will be carried out in MDR 2518422-2025-028961. So, MDR 2518422-2026-000293 is a duplicate of MDR 2518422-2025-028961.

Event description:
This notification was opened for review for information received that the dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device at the third-party service center, the device was visually inspected and found visible foam degradation. The device was scrapped.